Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "inappropriate package design". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the plastic package on some of the catheters were bunched up which made the catheter difficult to remove. The patient was concerned about getting infected. Also reported that one catheter was altogether crushed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the plastic package on some of the catheters were bunched up which made the catheter difficult to remove. The patient was concerned about getting infected. Also reported that one catheter was altogether crushed.